Event description:
It was reported that during follow up, an alert was noted for out of range pacing lead impedance. A single out of range measurement was observed on trends. In clinic testing resulted in normal measurements. There were no adverse consequences and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.